Event description:
Pt was implanted with freehand system hand grasp neuroprosthesis in 1997. In 1999, the pt experienced intermittent malfunction of the device that progressed to implant failure to deliver stimulation. The pt had the freehand implantable receiver stimulator replaced in 2000. Device replacement has restored function.